Manufacturer narrative:
Intermittent button response was noted due to moisture damage keypad trace. There were minor scratches to lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states their blood glucose level at one point was 400mg/dl and administered 18 units in order to treat. The customer states the b button is not working. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.